Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went into atrial fibrillation and later a coma due to the external pulse generator (epg) sensing inappropriately. The epg was changed out for a new one that functioned properly. The epg is being returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed functional testing. Analysis found that the battery returned with the device measured 8.08v no load, and had some sticker remnants on the minus terminal. It was also noted that one battery contact also had sticker remnants, and the cable returned with the device passed continuity testing, however it was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went into atrial fibrillation and later a coma due to the external pulse generator (epg) sensing inappropriately. The epg was changed out for a new one that functioned properly. The epg was returned for repair. No further patient complications have been reported as a result of this event.